Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. An interrogation showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated short v-v intervals, and a warning for lead noise was triggered for one or more episodes of ventricular oversensing/noise. Oversensing was also noted on some of the high rate non-sustained episodes. The lead is suspected to be fractured. The lead was isolated and abandoned, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddbb2d1 ICD. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.